Event description:
It was reported that the user disconnected from a prior pump for about an hour with no insulin delivery, then initiated ilet use, announced a meal, and experienced hyperglycemia with glucose rising from 180¿190 mg/dl to a peak of 340 mg/dl before trending downward after tubing priming confirmed drops and insulin delivery resumed. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention beyond troubleshooting, no emergency treatment, and no hospitalization. Investigation included customer troubleshooting to verify infusion line patency and resumption of insulin delivery. Investigation of this case revealed hyperglycemia of unclear cause following a lapse in insulin delivery and meal intake, with no device malfunction identified after confirming flow through the tubing and continued glucose decline. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.